Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump decelerations and power elevations were observed. The echocardiographic ramp test was unremarkable. The valve was able to close completely, mitral regurgitation (mr) completely went away and the mild aortic insufficiency (ai) got a little worse as expected. The cannula looks like it was pointed the wrong direction and appears a little different than on prior even though the patient¿s body habitus has been very stable. Lactate dehydrogenase (ldh) was totally normal. The patient mentioned that when walking she feels how she did before the lvad. Technical services reviewed the submitted log files, and pump decelerations and power elevations were confirmed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported speed and power changes were confirmed in the evaluation of the submitted event log files. The events captured in the log files could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. Two log files were submitted contained overlapping data from 12aug2020 18:26:55 through 16sep2020 11:32:07. The file captured the pump operating at a fixed speed of 9000 rpm with a low speed limit of 8400 rpm. Motor power, estimated flow and average pi typically ranged from 4.8-15.2 watts, 2.9-11.1 lpm, and 3.0-11.1, respectively. Numerous speed drops below the low speed limit, with corresponding elevations in pump power, were captured throughout the duration of the files. The events occurred when the patient was connected to the power module. Prior to and after the events, the pump appeared to function as intended and no other unusual alarms or events were captured. Based on complaint history and similarly reported events, the data captured in the log file is consistent with a damage wire in the patient¿s driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No alarms have been reported since the cable change to an ungrounded cable. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20dec2017. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. Heartmate ii lvas IFU section 6 entitled ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The heartmate ii lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 6 entitled ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.